Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 12, 2024.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.